Event description:
It was reported that the patients implantable pulse generator (ipg) was discharging into the intestines and had an infection. The patient subsequently underwent a spinal cord stimulator (scs) system explant procedure. The patient was reported to be doing well, and the explanted devices were not returned. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2025. Block d6b: explant date: 2025. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7078502. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).